Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 509 mg/dl. Other blood glucose value mentioned was 198 mg/dl. Customer experienced symptoms of high blood glucose level such as chest pains, head pounding, dizziness. Infusion set cannula was bent. The insulin pump will not be returned for analysis.